Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from (B)(6) health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor the caller is reporting poor communication, document the details: caller was attempting to turn ins off for head MRI and couldn't sync with ins. Caller stated patient hasn't been using device since they had a suprapubic catheter placed so patient didn't know if it has been working or not. Patient received catheter approximately over 2 years ago. No symptoms reported. No further complications were reported or anticipated.